Event description:
It was reported that the doctor malleted the anchor into the prescribed depth aligning the laser lines. Then tensioned each tail of the xbraid 1.2mm tape, squeezed the gold deployment mechanism, removed the inserter and found that a metal rod was sticking out of the joint still attached to implant. The metal rod wouldn't pull out. The doctor cut the rod as close to the anchor as possible although it seems to be approx 3mm protruding of the anchor. Per sales representative, some of the wire was left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not returned as the customer had discarded the device. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire breaking. Probable root cause: application. - user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the doctor malleted the anchor into the prescribed depth aligning the laser lines. Then tensioned each tail of the xbraid 1.2mm tape, squeezed the gold deployment mechanism, removed the inserter and found that a metal rod was sticking out of the joint still attached to implant. The metal rod wouldn't pull out. The doctor cut the rod as close to the anchor as possible although it seems to be approximately 3mm protruding of the anchor. Per the sales rep, some of the wire was left in the patient.